Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported the patient had pocket site pain since his implant was taken out and washed out and re-implanted after an infection. The battery was underneath his belt line and continued to cause discomfort. The patient was going to schedule an appointment about a possible revision and reposition of the battery in a different location not under his belt. The patient stated the stimulation was in the correct area and it helped his original pain when it was on. He had pain at the pocket site that worsened when the stimulation just turned on. There was no product issue alleged. There was no additional information available. The device manufacturer's representative (rep) was waiting to hear back from the patient about when his appointment was. There was no outcome provided. There was no revision scheduled at the time of the report. Additional information was received from a rep. It was reported that the patient had a lead revision in (B)(6) 2015. Refer to manufacturer report #3004209178-2015-09059 for the report of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.